Manufacturer narrative:
Product labeling (ref. Remstar heated humidifier user manual, part number 1020426, page 2, warns the user to periodically inspect the power cord for signs of wear or damage and to replace it if necessary. There was no pt harm associated with this event. Based on the info available, the MFR concludes no further action is appropriate.

Event description:
A durable medical equipment supplier (dme) reported that a remstar heated humidifier had a bad power cord and was not receiving power. There was no report of pt injury or harm nor was there a report of exposed wiring. The device was returned to the MFR for eval on july 1, 2011 where it was discovered upon visual examination that there was exposed, potentially conductive metals protruding from the power cord connector due to physical damage to the ac power inlet of the heated humidifier. The heated humidifier and associated power cord were evaluated by the MFR's quality assurance dept. An external inspection of the humidifier found a male pin of the ac power inlet (j3) had fractured and a portion of this fractured pin was lodged in the female end of the ac power cord. Contact could be made with this potentially conductive metal. The ac power inlet connector was likely subjected to forces outside of design specs and typical use representative of plugging and unplugging the device. There was no evidence of thermal damage; however, the physical damage to the ac power inlet would have prevented the humidifier from providing humidification. The concomitant remstar plus device passed all operational testing. No problems were found apart from internal dirt and dust contamination. The device is listed as a concomitant device.